Manufacturer narrative:
The valve was patent. Therefore, the conditions of the complaint could not be duplicated by lab personnel. The valve met requirements for the reflux and leakage tests. It did not meet requirements for reflux and pre-implantation tests. It also did not meet all of the requirements for the pressure-flows tests. Proteinaceous debris was observed in the interior and on the exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in siphoning. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was defective upon implantation attempt. Later it was clarified that the valve was found to be not patent during pre-operative tests. It was also reported that there was no pt injury.